Event description:
The customer reported that the sys's image display was interrupted on both monitors during an examination. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the power supply. The sys was tested and found to be working as intended and put back in svc.